Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 05-feb-2018. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have dysphagia. The device has been removed.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The port tubing was observed to be separated approximately 2.4 inches past the ss connector. Needle marks were noted on the port septum. Scratches were noted on the port hole. An air leak test was performed and no leakage was observe. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, a non-penetrating nick/mark on the band ring, located approximately 2.35 inches from the buckle strap, was noted to have striated edges, consistent with damage from a surgical tool. The end of the tubing collar junction was noted to have unidentified opening. Both ends of the partially separated strap were noted to have striated edges, consistent with damage from a surgical tool. The end of the port tubing was noted to have striated edges, consistent with a surgical end cut to remove the device.